Manufacturer narrative:
The previously sent report of 3012307300-2024-08624 is being retracted as the supplemental for that report with 3012307300-2024-08624 as the number came back as a duplicate report. A new report will be created and submitted to correct this issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ¿orange key blinks -cannot start device¿. There is unknown patient involvement and no patient harm recorded.